Event description:
It was reported that the bd nano¿ 2nd gen pen needle was not functioning. The following information was provided by the initial reporter: a recent package of pen needles, seemed to fail about l/3td of the times I went to use them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was not functioning. The following information was provided by the initial reporter: a recent package of pen needles, seemed to fail about l/3td of the times I went to use them.